Manufacturer narrative:
The investigation into the access site bleeding ¿ major and the optical signal issue has been completed since the original report was filed. The device was not returned for investigation. The root cause of the optical signal issue cannot be determined due to lack of product returned. The root cause of the access site bleeding cannot be determined due to insufficient clinical information.

Event description:
The user facility reported a 65-year-old male noted as high risk coronary intervention was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that during the procedure there was a question as to whether the patient was oozing from the incision site. 1 unit of blood was given, and the patient was transferred to the intensive care unit in stable condition.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 product problem updated. B5 updated to include placement signal issue description. H6 updated to include placement signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2023-03333 d6a / d6b updated. D10 concomitant medical products and therapy dates updated. G1 reporting contact email and reporting contact fax number updated.

Event description:
The complainant also reported a 'placement signal not reliable' alarm. The placement signal spontaneously increased before disappearing. The waveforms reappeared, temporarily resolving the alarm, but disappeared again shortly after.